Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help with error on 8100 unit serial # (B)(4). Case resolution: tech get door open alarm on 8100 unit which I explain has to do with the ail sensor on unit will have to be replace on the 8100 unit, before replace the part check the white sears on the door latch make sure they are not loose or one or both are broken, if everything looks ok next replace the ail sensor confirm part # for sensor. Tech thank me for my assist.